Event description:
It was reported that the physician has seen a couple recent lead implants of the same model where there is diminishing r-waves post- implant. The physician does not understand why the drop with this model. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).